Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels of 1000 bd safetyglide¿ needles had their expiration date cut off. The following information was provided by the initial reporter: "our qc team has identified expiration dates cut off of qty 1,000 of p/n 305918"

Event description:
It was reported that the labels of 1000 bd safetyglide¿ needles had their expiration date cut off. The following information was provided by the initial reporter: "our qc team has identified expiration dates cut off of qty 1,000 of p/n 305918."

Manufacturer narrative:
H6: investigation summary: thirty-five samples were provided to our quality team for investigation. Upon visual inspection, label content cut-off defect observed on all samples. Potential root cause is associated with the packaging process. This issue was identified by quality and corrective actions were taken for this reported defect. Adevice history record review was completed for provided lot number 2136978. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.